Event description:
Low battery alert did occur. Aa battery was not replaced after the low battery alert.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged short battery life, defective transmitter, and was hospitalized for low blood glucoses. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However, device had high sleep current measurement and unexpected battery power loss anomaly. Low battery alerts confirmed in the pump history files on (B)(6) 2021 at 10:33am and on (B)(6) 2021 at 3:41pm. Therefore, battery change occurred in less than 1 week. Unit communicated properly with the glucose sensor simulator and the mmt-7811 gst. The test value of 135 mg/dl was displayed on the pump sensor screen. No pump/sensor communication anomaly, calibration anomaly or test transmitter anomaly. Device was cut open to perform visual inspection and found moisture damage on the electronics assemblies. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had scratched case and a pillowing keypad overlay. Unable to verify customer alleged for low blood glucoses. No communication anomaly not confirmed between insulin pump and transmitter. Charge/battery lasts less than expected confirmed during testing and on the insulin pump history files due to moisture damage on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were received emergency medical services for low blood glucose on( B)(6) 2021. Blood glucose reading was 20 mg/dl. The customer stated that battery of insulin pump was not lasting and had replace battery alert. The customer stated they did not received low battery alert prior to the replace battery alert. The customer was treated with intravenous drip, food and glucagon at the hospital. Customer had symptoms such as shaking and mental confusion. Auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device had high sleep current measurement and unexpected battery power loss anomaly due to moisture damage on the electronic assembly. Device communicated properly with the glucose sensor simulator and the mmt-7811 gst. The test value of 135 mg/dl was displayed on device sensor screen. No pump/sensor communication anomaly, calibration anomaly or test transmitter anomaly. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.